Event description:
It was reported that while connected to the infusion set and tubing during the fill tubing press-and-hold step, the user delivered approximately 100 units of insulin and subsequently experienced both elevated and then rapidly falling glucose; the pump had also been paused for multiple hours earlier that morning, causing the elevated blood glucose prior to falling low. The device component involved was the tubing, with the event characterized as an improper procedure during setup. Symptoms included hypoglycemia and hyperglycemia ranging from 50 mg/dl to 372 mg/dl with headache, shaking/tremors, and anxiety. Outcomes included unexpected medical intervention requiring medication, with emergency treatment in the hospital that included food and drink followed by intravenous dextrose; the user was not admitted and discharged the same day with transition to multiple daily injections per healthcare provider. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to filling tubing while connected to the body. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.